Event description:
The pe insert could not be inserted into the cup. (Insert without edge). The surgeon then tried with a second insert (with edge). After several tries and cleanings, the surgeon managed to insert the 2nd insert with the help of a graft withdrawal. This method damaged the 2nd insert. The surgery put an insert with edge although he wanted to put an insert without an edge. The surgery was prolonged by 15 mins. The pt had arthrosis.